Manufacturer narrative:
Based on the provided information and the investigation performed, the cause of the reported event could not be determined. The review of the lhr (lot f1032406) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. A 6f procedural sheath was used to obtain access at the common femoral artery (cfa). A pre-procedural femoral angiogram showed a large artery free of pvd and calcium. Following the procedure, the physician trained to the mynx procedure, chose the device for femoral arterial closure. It was reported that the mynx was prepped and deployed per the IFU. Reportedly, the radiology technologist (rt) deployed the mynx without any issues and then pulled vacuum to deflate the balloon. After several minutes, the rt realized that the balloon would not deflate. The physician was called back into the cath lab and the physician used an access needle to rupture the balloon. The physician was able to remove the entire device without the patient experiencing any complication. The patient was ambulated and discharged to home without clinical sequela. No additional information was provided.